Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Red status indicator with new pad-pak.

Event description:
There was no patient involved. Red status indicator with new pad-pak.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The device was previously returned and investigated, under h017-eu11-230 on the (B)(6) 2011. The details of complaint were ¿device turning itself on depleting pad-paks¿. The investigation concluded that the reported fault was attributed to membrane failure. The sam 300p last passed ¿out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification up to the (B)(6) 2017. On the (B)(6) 2017, the device failed the weekly auto self-test due to low battery. Additional low battery fails were recorded up the last log entry prior to receipt at heartsine on the (B)(6) 2017. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the device performed to specification throughout testing at heartsine. The battery monitoring circuity was verified during the investigation. Furthermore, the device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. It is possible the user had installed a new pad-pak in the device and witnessed the status led flashing red as the device was in fault mode, however, did not power cycle the device to clear the fault mode. The user manual recommends the device is power cycled upon installation of a new pad-pak. This is detailed in the labelling review. The returned sam 300p is now outside of its warranty period and will be scrapped.